Event description:
It was reported to philips that the system failed to boot after a power outage, and the mpdu switch was off on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service turned on the main switch and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).